Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that during the inspection of the devices in the sterile processing department it was noticed that the wire guide sleeve and trocar was wedging inside the guide sleeve. There is no patient or case involvement. The returned blade guide sleeve (part 03.037.017, lot 9347642) is included in the trochanteric fixation nail advanced system and is used to help with head element insertion. In addition to the returned blade guide sleeve two other concomitant parts were also returned including a 3.2 mm wire guide sleeve and a 3.2 mm trocar. The wire guide sleeve and trocar did not exhibit any damage which could have contributed to the complaint condition therefore no further investigation is necessary. The returned blade guide sleeve was received with minor superficial marks, a missing color indicator, and its distal lip/tooth bent, which was found to prevent the wire guide sleeve from passing through the cannula of the blade guide sleeve as intended. The bent distal lip/tooth was found to be the reason why the wire guide sleeve could not pass through the blade guide sleeve therefore the complaint condition has been confirmed. As part of this investigation a visual inspection, drawing review, root cause analysis, were performed. The returned blade guide sleeve was manufactured on 27jan15 and the relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s) which would contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause, but it is likely that the damage to the distal lip/tooth of the blade guide sleeve occurred due to it being exposed to unexpected forces during use and or rough handling during sterile processing. It was attempted to pass a gauge pin (gp32) with a diameter of ø11.05 mm through the returned blade guide sleeve cannula but the bent distal lip prevented the pin from passing. Dents were noticed on the bent lip/tooth, which were likely caused by direct strikes which bent the lip and contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4), manufacturing date: 27.jan.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the inspection of the devices in the sterile processing department it was noticed that the wire guide sleeve and trocar was wedging inside the guide sleeve. There is no patient or case involvement. This is report 1 of 1 for com-(B)(4).